Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the event remains indeterminable. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in japan, during the transcatheter aortic valve implantation procedure, perforation occurred at the apical region of the left-sided cardiac system. After sapien 3 ultra resilia valve implantation, marked hypotension was observed (systolic blood pressure in the 50 mmhg range). Transesophageal echocardiography revealed pericardial effusion. Annular rupture was suspected, and aortography was performed; however, no evidence of active bleeding was observed. Although the blood pressure remained low, it was relatively maintained; therefore, percutaneous pericardial drainage was performed. A large amount of blood was continuously drained without a decreasing trend. Consequently, median sternotomy was performed, and the procedure was converted to open thoracotomy for surgical hemostasis. An active bleeding point was identified at the apical region of the heart (left-sided cardiac system). Throughout the hemostatic procedure, the patient's vital signs remained stable, and the chest was closed without mechanical circulatory support. The patient was transferred out of the operating room under endotracheal intubation. Per a medical professional, cardiac perforation was considered to be caused by a wire; however, it was difficult to identify the specific procedural stage or device manipulation responsible.